Event description:
It was reported that the electric cutting loop was melted and fractured on the rection electrode. The issue was found during a transurethral resection of the prostate (turp) and completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection however analysis was conducted based on the complaint information, and the reported failure was confirmed based on the provided photos. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.